Event description:
A report was received that the patient will undergo an explant procedure. Reason for the explant is unknown.

Event description:
A report was received that the patient will undergo an explant procedure. Reason for the explant is unknown.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure because it was not giving him the stimulation he needed. The patient did not want the system anymore.